Manufacturer narrative:
Concomitant product(s): a 5076-45 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a rise in impedance and threshold. It was noted that the patient stated they had a heart attack early (B)(6) 2016 which shows to correlate with the impedance and threshold rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.